Event description:
It was reported the patient underwent an unrelated surgery where it is unknown if the ipg was set on surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.